Manufacturer narrative:
(B)(4).

Event description:
The customer tested 5-6 patient samples for both thyrotropin (tsh) and free thyroxine (ft4) earlier in the day. When the tests were completed the representative from roche had come in to perform preventative maintenance. While the preventative maintenance was in progress he looked again at the patient results and noticed they were all above the critical value for ft4. The tsh results for one patient sample had been reported outside of the lab before he realized the trend and questioned it. The ft4 results were accompanied by a data flag notifying the user there was a problem with the result. The initial tsh result that was reported outside of the lab was 0.74 miu/ml. The repeat result after the preventative maintenance was performed was 5.8 miu/ml. The customer believes the repeat result is correct. There were no patients that were adversely affected by this issue. The thyrotropin (tsh) reagent lot number was 12443301 with an expiration of 08/31/2016. A specific root cause could not be identified with the information provided in the local case. The most likely causes could be pre-analytical issues or instrument related.